Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the device did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated and deflated without problem, and it was able to hold pressure successfully. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be deflated after dilatation was performed in the stenosis area; however, it was noted that the balloon could not be deflated easily. Reportedly, once a strong negative pressure was applied, the balloon was able to be deflated. The procedure was completed at this time. There were no patient complications reported as a result of this event.